Event description:
It was reported that during calibration, prior to a case, the anspach console failed to power on. There was no indication that the anspach console was functioning. Plugged it into a different power port on ups, removed rear shroud and verified that console power switch was on and power cord was plugged in. No success. The case was aborted and was completed converting to manual instrumentation.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was returned for evaluation. Visual and functional inspection of the returned anspach console was performed. It was found that the issue is likely due to internal wiring damage, however the cause of this is not immediately known from an outward visual inspection. Because this is an off-the-shelf part, we are unable to do destructive testing for further investigation. Thus, the part shall be returned to the OEM for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. The navio user's manual for (tka) user's manual released at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and foot pedal. This failure is an identified failure mode in the risk assessment. We were able to confirm there was a relationship established between the reported event and the device. The malfunction was likely due to mishandling by dropping or hitting the device against something with the power cord plugged in.